Event description:
A report was received that the patient underwent an explant procedure due to the ipg effacing out of the ipg pocket. The body was rejecting the implant and the ipg was not settling in the pocket.

Manufacturer narrative:
Sc-1110-02 (B)(4) was analyzed and no anomalies were found. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patient underwent an explant procedure due to the ipg effacing out of the ipg pocket. The body was rejecting the implant and the ipg was not settling in the pocket.